Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and that the impedance trend on the rv (right ventricular) pacing lead was rising. Pacing capture threshold in the rv (right ventricle) was also elevated.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds as well as high impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.